Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ('displaced essure device/migrated essure device') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, metrorrhagia, bowel adhesions, chronic cervicitis and paratubal cyst. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (robotic assisted tlh, bilateral salpingectomy and dx cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea and metrorrhagia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea and metrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2016: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy. D-cervix: chronic cervicitis. Endomyometrium: proliferative phase endometrium. Bilateral fallopian tubes: paratubal cyst, right. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ('displaced essure device/migrated essure device') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, metrorrhagia, bowel adhesions, chronic cervicitis, and paratubal cyst. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (robotic assisted tlh, bilateral salpingectomy and dx cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea and metrorrhagia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea and metrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy. Cervix: chronic cervicitis. Endomyometrium: proliferative phase endometrium. Bilateral fallopian tubes: paratubal cyst, right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.